Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic by vad tech and reported that the controller gets extremely hot to touch during the night while connected to either ac adapter. The controller was exchanged. There was no impact to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event of "extremely hot to touch". The reported event was confirmed; however, the controller performed as expected during bench testing. Analysis of the device revealed the device met specifications; the controller passed visual inspection and functional testing. The controller could run for extended period. Results revealed that the controllers' surface temperatures felt warm to the touch. Internal analysis revealed that a power mosfet transistor was operating at a warmer temperature but still within the manufacturer's temperature operating range. Thus, the patient may perceive the controller as operating warmer, however, the controller is still functioning as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.